Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter: dr. (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the bottom third of the iab appeared to not fully inflate. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** no UDI is provided as no lot number for the affected device have not been provided.